Event description:
The customer initially reported that the lma-classic would not stay inflated during the pre-use test. Subsequently, the customer reported that lma-classic was in use, when it was determined that it would not hold inflation. The customer stated that the device was removed immediately and replaced with an et tube. It was reported that there was no patient injury or problem. The user facility returned the lma for evaluation. See additional information in h10. No further information is expected.